Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the blue sureform 60 reload associated with this complaint and completed investigations. The reload was not found to have a firing failure based on log review. The reload was found to have the knife exposed within the knife track. The root cause of an exposed reload component is typically attributed to the user. All pushers on this reload were fully deployed which is consistent with a completed firing; however, the blade was exposed at the distal end of the knife slot. The reload was returned with clump of staples lodged in front of the knife. The knife edge exhibits various indentations and cartridge knife slot exhibits skiving and deformation at the distal end. Evidence suggests the reload was fired across a staple line, and the lodged staples may have negatively impacted cutting of tissue for a portion of the firing. The root cause of reload damage is attributed to user firing across staple line. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The instrument was fired an additional time with a different orientation of the distal end and passed. A review of the log shows no errors. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have failed the engagement test during in-house testing. The root cause of this failure is attributed to user. After opening the housing, the instrument was found to have signs of corrosion to the instrument bearing. The bearing found at the proximal end of the main tube exhibits orange discoloration. Friction was also observed when manually rotating the main tube. This failure caused the engagement test failure of the instrument. The root cause of the bearing failure is attributed to the user. A stapler log review was completed. The logs show that sureform 60 stapler instrument (part #480460-09, lot #l92211011-0255) was the first sureform stapler used. This instrument was installed 3 times and fired 3 reloads (1 green followed by 2 blue). All firings were completed per the logs. The first two firings had 1 pause for compression. The 3rd firing had no pauses. There were no incomplete clamps by this instrument. The second sureform 60 stapler instrument (part #480460-09, lot #l90210816-0023) was installed three times and fired three reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. An isi clinical development engineer completed a review of images provided by the customer. Three images show a blue reload with a staple and a small piece of tissue caught in the middle along the blade track. It is possible that the loose staple interfered with the cutting edge of the knife, which would disrupt the transection of tissue and deployment of staples into tissue. The last image shows the stomach tissue that was removed following the sleeve gastrectomy procedure. Another image shows staples that were not properly formed or embedded in tissue. This complaint is reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that the staple line was incomplete. It is possible that missing staples may have contributed to an incomplete staple line. The surgeon used a backup blue sureform 60 reload and stapled it medially to the incomplete staple line. As a precaution, the surgeon oversewed the staple line, and the patient was hospitalized for an additional day. Although failure analysis of the returned sureform 60 stapler instrument and blue sureform 60 reload showed evidence of misuse/mishandling, the cause of the intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon experienced a stapling issue. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: the surgeon had successfully fired the sureform 60 stapler with a green sureform 60 reload. Then the surgeon attempted to fire on stomach tissue with a blue sureform 60 reload. The surgeon clamped on tissue and fired. The surgeon unclamped and found that only about one-third to half of the staple line was formed. The stapler allegedly did not cut the tissue. There were staples deployed that fell onto the target tissue, and the tissue was pushed out. The surgeon attempted a second fire with a new blue reload, medial to the second staple line, and that staple fire was successful. The surgeon had to take in a little more tissue; however, that did not affect the surgery. The surgeon oversewed the staple line as a precaution. As per advice from an isi clinical sales representative (csr), the surgeon switched to a new sureform 60 stapler instrument for the subsequent fires. The surgeon removed all the deployed staples that fell onto the target tissue. Some of them were b-shaped and some were open staples. The surgeon indicated that a 40mm french bougie was used. No buttress material was used. There was no tissue bunching or tension. According to the surgeon, there were no system-generated errors. The surgeon confirmed that a minor defect was noted on the extracted stomach tissue and the surgeon claimed it was due to the issue with the second staple fire. There is no video recording of the procedure available for review. The surgeon stated that they inspected the stapler reload cartridge. Per the surgeon, there was an exposed staple and he believes that a staple could have been in front of the blade. The patient is reported to be recovering well. However, as a precaution, the patient's hospitalization was extended by a day. The surgeon clarified there was no oozing from the staple line as initially reported.